Event description:
It was reported that during endoscopic thyroid surgery, there was no response when the probe was inserted. Sometimes there was no current displayed when connected to the machine. Sometimes it shows current passing, sometimes it shows 0. When the display was 0, there was no sound or image reminder. In order not to affect the operation, the operation went smoothly after replacing a probe. No patient injury.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis found visually, the product was returned in an open pouch. The pouch was open from 3 of 4 sides. There was no contamination noted on the probe or the handle. The continuity check was performed and electrically, the resistance of the entire assembly shall be less than 0.3 ohms and measured 0.3 ohms (within specification). Functionally, the probe fitted securely into the handle. The device was connected to nim system and was stimulated at 1ma current and 100 v threshold. During probe stimulation, the system constantly returned 0.99 ma and a waveform over 215 ¿v. There were no issues found regarding the device. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.